Event description:
The customer reported non-reproducible troponin I (access accutni) results, for an unknown number of patients, and level 2 quality control issues involving the unicel dxc 600i synchron access clinical system. The customer did not know if any of the results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer indicated the patients' samples were collected in lithium heparin plasma tubes and centrifuged at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the substrate probe was touching the bottom of the reaction vessels (rvs) causing carryover between reaction vessels. In addition, the fse noticed one of the aspirate probes was not aspirating properly leading to inadequate washing of the sample. The fse replaced the substrate probe and all three of the aspirate probes. A routine system check and assay quality control (qc) were performed and passed within instrument and laboratory specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the substrate probe and aspirate probe. The fse replaced the probes and resolved the issues.